Event description:
On (B)(6) 2013, the patient¿s wife/reporter contacted animas on behalf of the patient to report the patient had a severe hypoglycemic episode in the morning. On the morning of (B)(6) 2013, the patient awoke, went downstairs to eat breakfast, and did not take his blood glucose reading. The reporter allegedly went downstairs to join the patient when she saw he was looking confused, fell on the floor, and started to seized. The reporter treated the patient with juice after the patient came to. Upon arrival, the emt tested the patient at 200 mg/dl. The patient reported had several other seizures on the way to the hospital and after he was admitted to the hospital. The patient did not start insulin pump therapy for several hours after his release from the hospital. At the time of the phone call to animas, the patient was attempting to start back up on insulin pump therapy while his blood glucose reading was ¿536 mg/dl.¿ troubleshooting revealed the subject pump had the incorrect am/pm mode; hence, the time was off. The advance features and the basal segment are correctly programmed according to the patient¿s usage. This complaint is being reported because the patient had seizure and required hypoglycemic treatment at the hospital while on insulin pump therapy. In addition, the am/pm feature on the subject pump was incorrectly set prior to the report incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no data in black box or download histories from time of reported hospitalization due to continued use. A (B)(4) flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Additional information from product analysis evaluation performed on 12/11/2013: the dates in the total daily dose history were found to be incongruent, changing from (B)(6) 2013 to (B)(6) 2007 to (B)(6) 2007 to (B)(6) 2013. There was no data in the black box from the time of the incongruent dates due to continued pump use. The daily insulin delivery totals appeared to be inconsistent because of the time/date issue. There was no data in the black box or download histories from the time of the reported hospitalization due to continued pump use. A timekeeping accuracy test was performed, and the pump maintained time accurately during the 5-day duration test. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.